Event description:
Cvs glucose meter - several times and every time ever used it has a 20 point up or down window- this could be life threatening for those who suffer with diabetes. My sugar is calculated pretty normal; it often reads around 20points off and this could technically be life threatening. Thank you. Has read anywhere from 90-130. At this point the entire test machine is completely off. The doctors office reads at right around 100. Thank you but 130 is a little too off for my likings and it's consistently wrong.

Event description:
Additional information received on 4/20/2026 for mw5185238 to update the manufacturer name to agamatrix, inc.